Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
If implanted, give date: not applicable, as the lens was inserted and removed. If explanted, give date: not applicable, as the lens was inserted and removed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the haptic of an intraocular lens became detached and involved patient contact. The lens was cut out of the eye, a vitrectomy was performed, and a back up lens of the same model and diopter was tried. Reportedly, the patient is doing fine. No additional information was provided. This report will capture the first of two intraocular lens used on the same patient. A separate report will capture the second intraocular lens used on the patient. After both of these intraocular lenses were tried, a third attempt was tried with a model zcb00 lens. With this third lens there were no issues or complications.

Manufacturer narrative:
Device evaluation: the product has not been received for investigation; therefore, the complaint could not be verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.